Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power pcb to system pcb cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated.

Event description:
It was originally reported that the device would not power off; however, during further testing, it was observed that the device would also not power on. There was no patient use associated with the reported failure.